Manufacturer narrative:
(B)(4). In initial report, the incorrect model no was provided. The correct model is 0030-1479 and has been provided of this follow up report. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) epithelial ingrowth. The clinic is reporting this adverse event only and did not request or require field service or clinical support.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on both eyes (ou) at a one week post-operative exam. A brief description was provided that the patient developed ingrowth after a flap lift enhancement. A flap and rinse was performed. Furthermore, there was enough ingrowth that required irrigation. Surgical treatment was required in addition to the flap lift enhancement. The patient¿s visual acuity is od (near) 20/100, os (distance 20/20, ou 20/15). Pre-op: bcva from (B)(6) 2008: right eye (od) pre-op 20/15 1.25x -.25 x 110, left eye(os)pre-op 20/15 1.25 x -.50 x 105. Post-op: bcva from (B)(6) 2015: right eye (od) post-op 20/20 -1.75 x -.25 x 100, left eye (os) post-op 20/20 .00 x .00 x 90. This patients issue with ingrowth has been resolved as of (B)(6) 2015.